Manufacturer narrative:
The carefusion tech support specialist in conjunction with the a user facility biomed determined that the most likely cause of the reported event was that excess condensation migrated up the patient circuit's pressure sense line into the device and damaged the transducer on the device's pressure transducer pcba. The carefusion tech support specialist provided the user facility biomed with the part numbers of the pressure transducer pcba and the internal pressure sense tubing so that he can order replacements to repair the device and return it to service.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility biomed. "(Name removed) called and unit was on a pt when the staff noted that the delta p went from 120 to 80 and they maxed out the power knob and the delta p stayed at 80. Pt was weaned on the 3100b and placed on conventional ventilator, no pt harm noted. (Name removed) is a factory trained biomed and turned unit on and increased the power knob to maximum and the delta p readout read 1 and rest was blank. He then noted water was coming out of the unit on the airway sense line, he took top off of unit and found the water in pressure transducer and pressure transducer tubing." The following additional information concerning the event was copied from a completed questionnaire received from the user facility. "As described below, patient was on vent for 24 hours when the amp dropped and staff adjusted and could not regain a higher amp."